Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "pressure sensor faulty." Hence, the work performed in the device includes: "checked the error logs & found error 240.4150. Replaced pressure sensor and unit now working ok." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.